Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a solitaire sfr4 stent had resistance in the phenom 21 catheter during preparation. When the pro duct in question was passed through the phenom 21, strong resistance was encountered after inserting about 10 cm. It was replaced with an embotrap 6 mm, which was used without issues, leading to the conclusion that it was a defective product. The stent was properly pushed out of the sheath. The resistance was in the proximal section of the catheter. The device was prepared as indicated in the package insert. No patient was associated with the event. There was a saline flush of the stent in preparation and a continuous flush in the catheter.